Event description:
It was reported that the patient was in a lot of pain; the pain was constant. The patient¿s back was killing her, so she wanted to use the ptm (personal therapy manager. The patient stated that ¿her pump is not working¿. She had a bolus this morning (B)(6) 2013. When she tried again 3.5 hours later, her bolus was denied. The patient had tried three times and the screen showed a lock out of 59 minutes. The patient was allowed a bolus every two hours up to 7 per day. The patient heard the descending tones and had an ¿x¿ on her ptm screen. The patient tried to change the batteries in the ptm. The patient used a bolus in the middle of the night. The patient was on a cell phone when she delivered the bolus. As the call went on, the patient said that she was feeling a little better; she was not in as excruciating pain as she was when she initially called. She was thinking that she may have gotten a bolus, but she wasn¿t sure if she was just calming down or getting relief from a bolus. It was noted that the day prior to this report, the patient was walking in the water and it aggravated her pain; she had shooting pain down her legs, so she needed all 7 boluses yesterday. The pump was delivering bupivacaine and morphine. It was later reported that the patient was seen in the clinic on (B)(6) 2013. Per the hcp (healthcare provider), the patient was a little concerned that the intrathecal pump had not been working well. The patient had been using the ptm as needed. The patient had been quite active and had been in the swimming pool on a regular basis. The patient did not appear to have any side effects from the medications. Her sleep had been a little disturbed. She did take valium. Her bowel movements had been irregular. Her appetite was reasonable. Her weight had been stable. The patient was able to perform her activities of daily living. Her pain scale rating was 7 out of 10. The hcp reviewed the pump to "see if there was any issues with the situation"; it did not "appear so¿. The pump dose was increased. The patient was encouraged to stay active and exercise on a regular basis. The patient¿s next visit was scheduled for early (B)(6).

Manufacturer narrative:
(B)(4).

Event description:
Additional information received reported the personal therapy manager (ptm) was not working and the patient was in terrible pain. There were 28 unsuccessful activations since the last pump refill on (B)(6) 2013. Upon review of the pump logs, all the denied boluses were within the same minute as the successful bolus. The patient saw a non-communication screen. Therapy otherwise appeared to be working fine. The patient had chronic pain and was focused on the ptm not working. The patient was in terrible pain.

Manufacturer narrative:
Concomitant medical products: product ID: neu_ptm_prog, serial# unknown, product type: programmer, patient. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. Product ID: 8780, serial# (B)(4), implanted: (B)(6) 2012, product type: catheter. (B)(4).